Event description:
The customer alleged that she performed a control test prior to calling and received a result that was high, out of spec. She performed control tests while troubleshooting and received a result of 460 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.